Event description:
A report of an infection at the patient's lead site was received. The patient's precision system was explanted, due to the infection.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.